Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06312. Concomitant medical products: compr srs 70mm dst hml bdy rt, cat: 211255, lot: 780490. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was determined to be inadequate inspection methods. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the hospital that during assembly of the prosthesis to a complete replacement of the humerus, the coupling of the distal body with the condyle kit could only be carried out with massive force. Attempts have been made and additional information on the reported event is unavailable.